Event description:
It was reported that the device had a loose adult paddle adapter. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the paddle assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed paddle assembly and found the defibrillation pads partially welded together. However, the assembly was able to provide defibrillation therapy.